Manufacturer narrative:
This report is submitted on august 31, 2021.

Event description:
Per the surgeon, the patient underwent revision surgery on (B)(6) 2021, in order to be converted to a percutaneous baha implant system, due to a preference for sound quality using this system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.